Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No returned material was provided by the customer site. The investigation began with the valid calibration of an in-house retained reagent kit of the architect hbsag qualitative confirmatory reagent, list number 1p98-25, lot number 92588lf00. One replicate each of two seroconversion panel bleeds ((B)(4)) were tested using the reagent kit. The seroconversion panel profile generated by lot 92588lf00 is comparable to the historical panel profile data with respect to the sensitivity and performance of the assay. A review was carried out of the manufacturing and testing performed by the quality control laboratory prior to releasing lot 92588lf00 for sale. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to this complaint issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag reagent kit package insert (48-0341/r9) and the architect hbsag qualitative package insert (48-5882/r2), contain information to address the customer's current issue. Based on the current investigation, it has been determined that the architect hbsag qualitative confirmatory reagent kit list 1p98-25, lot number 92588lf00 is performing acceptably. No malfunction with the product was determined and no additional issues were identified during the investigation. Review of complaint tracking and trending.

Event description:
The customer reports that a patient sample generated false (B)(6) results (B)(6) with the architect hbsag qualitative confirmatory assay. The sample generated an architect hbsag assay s/co results of (B)(6). The sample generated a % neutralization result of (B)(6), indicating that the sample (B)(6). The sample was then sent to a virology laboratory where it (B)(6). No suspect results were reported from the lab. No further patient information is available. There is no impact to patient management reported.